Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving a vibratory patient notifier for the long charge time limit being reached. An in-clinic capacitor maintenance measured normal charge time. The cause of the long change timeout is undetermined. No resolution was recommended. No further information is available.

Event description:
New information received states the patient received another patient notifier for a new occurrence of extended charge time. The device was tested with a capacitor maintenance in a clinic. The patient was asymptomatic. Device replacement was recommended. No further information is available.